Event description:
Swelling of right knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding an approximately (B)(6) old female patient, initials (B)(6) with gonarthrosis. On (B)(6) 2011, the patient initiated the synvisc injection of 2 ml into the right knee. The synvisc lot number was not provided. On an unspecified date in (B)(6) 2011, the patient experienced swelling of right knee and joint effusion. The patient's right knee was aspirated of 60 ml of joint fluid whose microbiology was negative. On an unspecified date in 2011, the patient was given a lipotalon injection. On an unspecified date in 2011, the treatment with synvisc was permanently stopped. The physician reported that the patient recovered from the event of swelling of right knee. The patient's outcome for the event of joint effusion was not provided. Relevant concomitant medications were not provided. The intensity of the events was not provided. The relationship between synvisc and the events of "swelling of right knee and joint effusion" was not provided by the reporting physician.

Manufacturer narrative:
Additional information was received on (B)(4) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.